Manufacturer narrative:
The device was returned to olympus and the evaluation found minor scratches on distal edge found. Based on the results of the investigation, it is likely that the following led to the malfunction: minor scratches on distal edge was due to a friction problem identified. Probable root cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited minor scratches on distal edge. There was no patient involvement.